Event description:
A hospital in (B) (4) reported through our distributor that when seven rt105 adult breathing circuits were subjected to a pressure leak test, air leakage was detected around the water trap on the expiratory side. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B) (6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The returned complaint devices were pressure tested for leaks. Results: during pressure testing, the leaks were observed to be coming from the water trap in each of the circuits. A lot check showed that these were the only 7 devices affected on this lot. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during a transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. Our monitoring and trending for leaking water trap shows a rate of occurrence worldwide for the last year 0.004%.